Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tirone david with mitral valve repair procedure, while closing the left atrium, when the suture passed through the tissue, the needle dislodged from the thread. A new suture was used to resolve the issue. There was no patient injury.